Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown stem, unknown cup no devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-02916.

Event description:
It was reported that a patient underwent a revision procedure due to unknown reasons. It was noted that there may have been wear of the polyethylene liner; however, no confirmation has been obtained. During the procedure, the head and liner were removed and replaced. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.